Event description:
Unsuccessful phlebotomy using the butterfly device. Phlebotomist saw the blood begin to fill the tubing and then stop. The tubing was noted to be crimped and appeared sealed. It would not allow the blood to flow freely through the vacutainer. A send attempt with a new butterfly device was successful. The supervisor examined other devices from this lot without opening the packages (approx. 25) and found no visible defects.